Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was no delay to start of pre-cleaning and the water and air was aspirated through the air/water nozzle. No problems with accessories used for reprocessing. The device was submerged in cleaning solution and the air/water nozzle was brushed/wiped with a lint-free cloth, brush, or sponge. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, the reported customer issue of angulation malfunction was confirmed, as due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of the up/down (u/d) knob was out of the standard value. Furthermore, as stated in section b5, inspection found that the nozzle had foreign objects due to insufficient cleaning. Additionally, due to a pinhole on channel tube (ch-tube), water tightness was lost. The plastic distal end cover (c-cover) had a dent. The adhesives around the light guide (lg) lens had a white-clouded area. The adhesive around lg lens was peeled. The adhesives around objective lens had a white-clouded area. The protector of universal cord on s-connector side had a scratch. The sw4 had wear. The sw1 had a scratch. The suction cylinder (s-cylinder) was shaved. The universal cord had wrinkles. The scope connector (s-connector) had a crack. Due to clogging of nozzle, water removal ability did not meet the standard value. The adhesive on the bending section cover (a-rubber) had a white-clouded area. The adhesive on the a-rubber had a crack. The adhesive on a-rubber has a chip. The a-rubber has a scratch. Due to a crack on the scope connector (s-connector), water tightness was lost. The connecting tube had a scratch. The connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced an angulation malfunction. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.